Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient was diagnosed with peritonitis and had reverted to completing continuous ambulatory peritoneal dialysis (capd) therapy as the patient did not have access to power due to hurricane maria. Per pdrn the exact date of diagnosis was not provided and the source of the infection was unknown. The patient was not hospitalized for the peritonitis event and was able to continue with pd therapy without issue. Additional information was being requested.

Manufacturer narrative:
Corrected date of event to (B)(6) 2017 to default to beginning of the month as the exact date of diagnosis was unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient was diagnosed with peritonitis and had reverted to completing continuous ambulatory peritoneal dialysis (capd) therapy as the patient did not have access to power due to hurricane maria. Per pdrn the exact date of diagnosis was not provided and the source of the infection was unknown. The patient was not hospitalized for the peritonitis event and was able to continue with pd therapy without issue. Additional information was being requested.

Manufacturer narrative:
Conclusion: although a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius device(s) having malfunctioned or not performed as expected. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis registered nurse (pdrn) for this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service regarding the color of the continuous ambulatory peritoneal dialysis (capd) bag tubing and the reduced ability to visualize fluid movement. During the call the pdrn reported the patient was on capd due to the loss of power in (B)(6) after hurricane maria, and due to a diagnosis of peritonitis (date of occurrence and symptoms unknown). It was unknown how the diagnosis of peritonitis was made or the details surrounding the course of treatment. However the pdrn reported the patient continued capd until the peritonitis clears. An e-mail containing follow-up information from the pdrn was received and stated the patient was not hospitalized due to the event peritonitis.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis registered nurse (pdrn) for this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service regarding the color of the continuous ambulatory peritoneal dialysis (capd) bag tubing and the reduced ability to visualize fluid movement. During the call the pdrn reported the patient was on capd due to the loss of power in puerto rico after hurricane maria, and due to a diagnosis of peritonitis (date of occurrence and symptoms unknown). It was unknown how the diagnosis of peritonitis was made or the details surrounding the course of treatment. However the pdrn reported the patient continued capd until the peritonitis clears. An e-mail containing follow-up information from the pdrn was received and stated the patient was not hospitalized due to the event peritonitis.